Event description:
Baxter (B)(4) received a report that an intermate leaked from the tubing before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:baxter received one sample containing no fluid in the reservoir. The reported condition of a leak was confirmed. Visual examination of the unit showed no signs of obvious physical abnormality. However, during a functional leak test, a leak was detected at the luer post near the tubing. The root cause of this condition was determined to be tiny cracks located on the luer post. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.this issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.